Event description:
It was reported that there was a system error code: 132.3000.0 and pump shutdown. It was noted that the pcu (8015) suddenly stopped during an infusion and displayed an error message asking to restart the device. After the error message, all of the infusions stopped. Once the device was restarted, it would only infuse in maintenance mode. As a result, the medications were unable to be administered using this device. It was reported that the infusions were switched to another pcu. Per the reporter, the device logs revealed that the tamper switch was faulty during the infusion. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Additional information added to: g3 . Added company representative to parent file.

Manufacturer narrative:
The customer reported event of the system error code 132.3000.0 and faulty tamper switch could not be replicated during functional testing. Inspection: external and internal inspection was performed on the returned pump module. During external inspection, the right (male) iui and left (female) iui was observed to be in good condition. During internal inspection, overall, no anomalies were observed. All parts inspected were observed to be manufactured by bd. Log analysis results: the pcu device error log shows the malfunction occurred twice on the pcu on (B)(6) 2020 at 9:24:41 am and 9:25:45 am. The malfunctions were for the tamper switch being stuck and failure to close. The error code is 132.3000.0 (tamper switch ss stuck closed failure) for this malfunction. The pcu event logs show the tamper switch was depressed during an infusion and locked the panel. The tamper switch was depressed for 46 seconds causing the malfunction to occur. The pcu was powered off and then powered on again and put into maintenance mode due to the tamper switch being stuck. The pcu event log shows a tamper switch keypress and an illegal tamper switch keypress after being put into maintenance mode causing the 2nd malfunction (error code 132.3000.0) as result of being depressed. Test results: the pcu was powered on three times into maintenance mode and powered on normally without the pcu system error occurring. After this process, the tamper switch was observed operating as intended with no obstruction. The pcu was locked and unlocked three times during an infusion. After this process, the tamper switch was observed operating as intended with no obstruction. The probable cause of the customer¿s experience with system error code 132.3000.0 and faulty tamper switch was due to a pcu stuck tamper switch. Device history review: a review of the device history record showed the device had a manufacture date of 05/19/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a system error code: 132.3000.0 and pump shutdown. It was noted that the pcu (8015) suddenly stopped during an infusion and displayed an error message asking to restart the device. After the error message, all of the infusions stopped. Once the device was restarted, it would only infuse in maintenance mode. As a result, the medications were unable to be administered using this device. It was reported that the infusions were switched to another pcu. Per the reporter, the device logs revealed that the tamper switch was faulty during the infusion. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Inspection: external and internal inspection was performed on the returned pump module. During external inspection, the right (male) iui and left (female) iui was observed to be in good condition. During internal inspection, overall no anomalies were observed. All parts inspected were observed to be manufactured by bd. Log analysis results: the pcu device error log shows the malfunction occurred twice on the pcu on 28 september 2020 at 9:24:41 am and 9:25:45 am. The malfunctions were for the tamper switch being stuck and failure to close. The error code is 132.3000.0 (tamper switch ss stuck closed failure) for this malfunction. The pcu event logs show the tamper switch was depressed during an infusion and locked the panel. The tamper switch was depressed for 46 seconds causing the malfunction to occur. The pcu was powered off and then powered on again and put into maintenance mode due to the tamper switch being stuck. The pcu event log shows a tamper switch keypress and an illegal tamper switch keypress after being put into maintenance mode causing the 2nd malfunction (error code 132.3000.0) as result of being depressed. Test results: the pcu was powered on three times into maintenance mode and powered on normally without the pcu system error occurring. After this process, the tamper switch was observed operating as intended with no obstruction. The pcu was locked and unlocked three times during an infusion. After this process, the tamper switch was observed operating as intended with no obstruction. Test method information: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 05/19/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in trackwise and sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customer¿s experience with system error code 132.3000.0 and faulty tamper switch was due to a pcu stuck tamper switch. The customer reported event of the system error code 132.3000.0 and faulty tamper switch could not be replicated during functional testing. The review of the pcu error and event logs confirmed the malfunctions occurred twice on (B)(6) 2020 at 9:24:41 am and 9:25:45 am. The error code 132.3000.0 is associated to a stuck closed tamper switch resulting in an audio alarm that cannot be silenced and infusion parameters that cannot be edited. It should be noted that active infusions will continue to infuse in this state. The tamper switch may be manipulated to get stuck in the depressed position within the rubber boot. This could lead to a system error code 132.3000 (tamper switch ss stuck closed failure). The system error code may cause a delay in infusion because the infusion parameters could not be edited. The device was being used for treatment.

Event description:
It was reported that there was a system error code: 132.3000.0 and pump shutdown. It was noted that the pcu (8015) suddenly stopped during an infusion and displayed an error message asking to restart the device. After the error message, all of the infusions stopped. Once the device was restarted, it would only infuse in maintenance mode. As a result, the medications were unable to be administered using this device. It was reported that the infusions were switched to another pcu. Per the reporter, the device logs revealed that the tamper switch was faulty during the infusion. There was no patient harm. Although requested, patient information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a system error code: 132.3000.0 and pump shutdown. It was noted that the pcu (8015) suddenly stopped during an infusion and displayed an error message asking to restart the device. After the error message, all of the infusions stopped. Once the device was restarted, it would only infuse in maintenance mode. As a result, the medications were unable to be administered using this device. It was reported that the infusions were switched to another pcu. Per the reporter, the device logs revealed that the tamper switch was faulty during the infusion. There was no patient harm. Although requested, patient information was not provided.